Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: discoloration / variation in color / cloudy.

Event description:
No additional information.

Manufacturer narrative:
One sample was provided to our quality team for investigation. The sample received loose with an unknown red needle included has remnants of a medicine and having been used. No defects were observed on the syringe received. The condition reported could not be confirmed to have originated at the manufacturing plant, so corrective actions are not necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 302995. Batch # unknown. It was reported that the bd syringe 10ml ll s/c 200 had discoloration / variation in color. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Ed staff were setting up to intubate the patient and were drawing up etomidate. They used 2 - brand new 10 ml syringes and attached 2 brand new blunt tipped needles to draw up the etomidate. The first syringe removed 10 ml of clear etomidate and the next syringe drew up 10 ml of red/pink colored etomidate out of the same vial. Ed staff assured leadership that the needle and syringe were brand new and opened at the bedside prior to with drawling the med. Pharmacy is aware and do not feel this was a contamination of the medication. What was the original intended procedure? : medication should have remained clear colored. Product#: 302995. Additional information received on 18nov. No patient harm occurred with this event and it occurred on 8/28/24.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.